Event description:
Account reported six positive troponin t results that were negative when repeated on another analyzer. The incorrect results were not used to guide treatment. The field service rep could not confirm any malfunction of the system.